Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately two months and ten days post a stent placement on the left leg stenosis on the origin of the left superficial femoral artery and at the distal part of left popliteal artery, the subject allegedly had an adverse event of in-stent arterial thrombosis with occlusion of both superficial femoral artery lifestents, popliteal lifestent. It was further reported that the adverse event was possibly related to study device and not related to study procedure. Reportedly, the subject underwent re-intervention for thrombosis in the distal non-target vessel. The outcome of the re-intervention was successful. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records could not be performed as the lot number was unknown. Investigation summary: the stent remains implanted. X-ray images are not available as collection and transfer of radiological images to us as sponsor was not part of the consent process regarding personal data of the patient. Based on the information available the reported thrombosis respectively restenosis could not be verified. The investigation had to be closed with inconclusive result and a definite root cause could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The instructions for use (IFU) was found to reference potential complications and adverse events which may occur during use of the device, e.g., restenosis, thrombosis, vessel occlusion. Correct stent deployment procedure was found described by the IFU. G3, h6 (method) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately two months and ten days post a stent placement on the left leg stenosis on the origin of the left superficial femoral artery and at the distal part of left popliteal artery, the subject allegedly had an adverse event of in-stent arterial thrombosis with occlusion of both superficial femoral artery lifestents, popliteal lifestent. It was further reported that the adverse event was possibly related to study device and not related to study procedure. Reportedly, the subject underwent re-intervention for thrombosis in the distal non-target vessel. The outcome of the re-intervention was successful. The current status of the patient was unknown.